Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.